Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported false negative result. Positive by two other tests (undisclosed), user had symptoms (non-specific). Analyzer or customer data review no analyser ID received for this case.